Event description:
It was reported that on (B)(6) 2011 prior to initial surgery radiographs show l4-s1 lumbar spinal stenosis with signs and symptoms of intermittent claudication. Patient was determined to be a surgical candidate which will require l4-s1 laminectomy, l3-s1 fusion with rods and screws. On (B)(6) 2011 - patient underwent decompressive laminectomy l3-s1; lateral mass arthrodesis l3-s1; lateral mass fusion l3-s1 with bmp and morselized autograft and masterfraft; posterior fusion l3-s1 with instrumentation. Surgery procedure completed using matchstick autograft bmp wrapped in sushi-type rolls and were placed in the lateral recess from l3-s1 as well as the morselized autograft. Kitcat master graft was also placed in the lateral recess, two sticks from l3-s1 bilaterally for additional substrate for fusion and osteogenic material. No complications were reported. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.